Manufacturer narrative:
Product complaint # (B)(4). The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
(B)(4): (B)(6) 2025 - having a lot of vt runs per rn. Md at bedside talking about potential goals of care discussion. (B)(4): (B)(6) 2025 - received platelets and blood overnight. Right arm/right side of chest swollen. Bival was cut in half.

Manufacturer narrative:
Corrections: b1, d1, d3, d4, d7a, e4, g1, g2, h8. The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the cause of the bleed was not determined due to insufficient clinical details. Arrhythmia, tachycardia: the cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.